Manufacturer narrative:
Exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15048007.

Event description:
It was reported that the patient had to charge the ipg frequently and the lead had high impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively and the explanted devices were not returned as they were kept by the facility.